Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel, which then broke apart. According to the user's report, there was an about 1-cm crack between the barrel and the shield of one product, and the barrel then broke apart.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023. H6: investigation summary one of the 0.3 ml used syringes was returned from the customer. According to the user's report, there was an about 1-cm crack between the barrel and the shield of one product, and the barrel then broke apart. Visual investigation confirmed that there was a damage/crack on the needle shield and on the barrel. A review of the device history record was completed for batch # 2010740 all inspections were performed per the applicable operations qc specifications. A definitive root-cause could not be determined.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel, which then broke apart. According to the user's report, there was an about 1-cm crack between the barrel and the shield of one product, and the barrel then broke apart.